Event description:
It was reported that this patient has a history of chronic infections with their implantable devices. The patient had their sicd system explanted after approximately a month after initial implant due to infection. No additional adverse events were reported.